Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/11/2024, a sales representative reported via sems- (B)(4) that an ar-9676 angled rearmer, drive shaft of augmented mgs reamer, got jammed and cold welded into the outer ar-9597-10 angled reamer 10-degree sleeve while reaming the glenoid, resulting in the reamer not functioning at all. The case was completed with no further information provided. This was discovered during an rtsa fx procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 7/15/2024: the case was completed by switching to non-augment mgs baseplate.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9676 with an unknown serial/batch number was received for investigation. Functional testing was not performed due to the returned ar-9676 angled reamer shaft being stuck inside an ar-9597-10 and cannot be moved freely. Visual inspection noted signs of wear on the device. The most likely cause is attributed to misuse due to interference with the mating instrument.